Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient had a procedure on (B)(6) 2012 with a bifurcated stent graft and a suprarenal aortic extension. Subsequently, patient had a follow up computed tomography where an endoleak was discovered. An angiogram determined that it was a type 3a endoleak, junctional. An infrarenal aortic extension was placed without event. Patient is doing well post event.

Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak was confirmed. The devices remain implanted in the patient. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event: the presence of a juxtarenal aneurysm that involved the right renal artery; and, an aortic neck diameter of greater than 3.2 cm; the tortuous infrarenal aorta; and, the inability to tolerate contrasted image surveillance due to chronic kidney disease.